Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned stent delivery system (sds) revealed stent damage. One stent strut was raised distally. There were no kinks or damage noted along the shaft of the device. Further examination of the balloon and tip sections of the device revealed no damage that could have potentially contributed to the event. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use error as the device was not used in accordance with the dfu which states special care must be taken not to handle or in any way disrupt the stent position on the delivery balloon. (B) (4)

Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. The 2.25x20mm taxus liberte atom stent delivery system was removed from the packaging and the physician noticed that some of the struts were protruding. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. The 2.25x20mm taxus liberte atom stent delivery system was removed from the packaging and the physician noticed that some of the struts were protruding. The procedure was completed with a different device and no patient complications were reported.